Manufacturer narrative:
(B)(4). The device history records were reviewed for lot kd3aj and no issue found and the manufacturing criteria was met prior to the release of this lot. Investigation summary: actual complaint sample cannot be returned, same batch manufacturer retained representative sample evaluated with no issue found. Batch records have been reviewed and no issue found. The root cause of complaint cannot be determined.

Event description:
It was reported that the patient underwent hemorrhoidectomy on (B)(6) 2019 and suture was used. Suture broke during the procedure. A like device was used to complete surgery. There were no adverse patient consequences reported.